Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a cuff miss occurred with both prostyle devices. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle device referenced in filed under a separate medwatch report number.